Manufacturer narrative:
We have received the device for evaluation and we have confirmed the reported incident from the picture of the defect provided to us by the hospital. The control unit connector had come loose, pressed into the control unit and could not make a connection with the pins of the handpiece cable. The operator could have pushed the handpiece cable too hard to connect into the connector of the control unit. As a result, some nuts inside the port could have loosened up and resulted in this issue. There was no injury to the patient as the result of this incident. However, they had to postponed the procedure to a later date since they did not have any other control unit in stock at that time to complete the procedure.

Event description:
During transilluminated powered phlebectomy surgery (tipp), the handpiece failed to operate since it could not make a proper connection with the control unit. As a result, surgeon had to postpone the procedure to a later time since they did not have any other control unit in stock at that time to complete the procedure.